Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi 8015 error code 100.1250. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 100.1250 with their out of box 8015. Case resolution: - unit is under warranty and customer would like to send in for no charge repair. - transferred customer to repair team for further assistance. Ended call. (B)(4).